Event description:
An altitude alarm was reported for the pump, with the blood glucose level remaining between 54-500mg/dl during the event, indicating no adverse impact. The customer did not report prior issues with the pump despite similar occurrences, and the insulin was not suspended due to the alarm. Technical support offered preventive tips for altitude alarms, which the customer acknowledged. The customer replaced the cartridge, resulting in the pump resuming normal operation.